Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
It was reported that there was no sensing and no capture at maximum output on the atrial channel. During the device interrogation, the physician had a note on the screen which is not able to specify and all data was cleared. The physician also saw a background noise on the intracardial atrial signal. The device and atrial lead were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)